Event description:
It was reported by customer during the hospital inspection that the cardiosave intra-aortic balloon pump (iabp) unit had noise appeared on the lcd monitor. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.